Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 07/09/2013 with the following findings: during testing, the pump failed a leak test on the display lens. Evidence of internal moisture was found.

Event description:
On (B)(6) 2013 the reporter contacted animas, alleging that there was moisture behind the screen. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the device caused or contributed to an adverse event.